Event description:
Contrast agent leaked from the tubing approx 3 cm from the stopcock during a left ventriculogram procedure. Flow - 12 mls, volume - 35 ml, pressure limit - 1000 psi. Actual pressure when leak occurred was between 700 psi and 800 psi. There was no report of harm or injury. This complaint was initially reported on 02/09/2010. At that time it was deemed not reportable. This is a custom designed and assembled kit not distributed in the u.s.a. Upon further reviewed, it was discovered that the tubing used in this device is in the same device family as tubing used in other device distributed in the u.s.a. Therefore, this event was deemed reportable on 03/18/2010.

Manufacturer narrative:
Device eval: the suspect device was returned for eval. The customer did not provide a lot number or original packaging. A review of the device history record could not be performed. The complaint was confirmed upon visual inspection. The tubing was not properly positioned for the luer attachment. This resulted in the noted failure of the device.